Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / code 107) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an open can h wire inside the trunk cable. The cause of the code 204 and code 107 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient was receiving a service code 204 and code 107.